Manufacturer narrative:
Insulin pump down arrow button did not respond due to corroded keypad trace. No button error alarm noted. Insulin pump was unable to verify failed battery test alarm due to no button response. Insulin pump received with minor scratched display window, cracked display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump display was frozen during a an attempt to deliver a bolus. The customer's blood glucose was 290 mg/dl, which the customer stated she would treat with a syringe. The customer replaced the battery and received a failed battery test notification. The customer stated there was a crack on the screen. The customer was advised to discontinue use and revert to a back-up plan. During troubleshooting for the battery alarm, the customer received a button error alarm. She stated the insulin pump might have been dropped several times. The customer further stated the buttons became unresponsive while she was attempting the bolus delivery. The customer was again advised to revert to a back-up plan. Nothing further was reported.